Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle. The device memory was examined and error codes were found. A test battery was inserted into the handle after which the device failed to calibrate. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter after introducing the battery in the device, the two status leds light blue and the green led for the handles is blinking. The five white leds do not light. No use of the instrument possible anymore. End of cycle (five white leds) will not be shown. No patient injury. Device not used in patient.